Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: exeter 2.5 I m plug 12mm; cat # 09390112; lot # l5981. Simplex p with tobramycin 1 pack; cat # 6197-9-001; lot # mgt070. Simplex p with tobramycin 1 pack; cat # 6197-9-001; lot # mit082. Trident 10° x3 insert 36mm ID; cat # 623-10-36f; lot # mmpnm7. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised due to femoral pain. A stem (implanted (B)(6) 2012), head and liner (both implanted (B)(6) 2014) were revised to a restoration modular stem construct, femoral head, and adm/ mdm liner construct. Rep confirmed that no further information will be released by the hospital or surgeon. Update (B)(6) 2023 mf: per office notes received dated (B)(6) 2022: patient is exhibiting "areas of posterior proximal femoral osteolysis between the mid and upper femoral cement mantle" and an "impingement pit or cystification also noted in the superolateral aspect of [the] femoral neck." Additionally, "the recent cat scan shows dramatically significant cortical bone loss or osteolysis developing around the femoral cement mantle" and the "cortex is becoming remarkably thin in some regions." Update (B)(6) 2023: the office notes also alleged "underlying soft tissue damage from metallosis."